Event description:
Patient undergoing surgical procedure when the laser fiber stopped working and staff noted a strong odor. Second laser fiber obtained and worked for 2 minutes then stopped. Strong odor smelled again. Third laser fiber obtained and functioned until end of case. FDA safety report ID #: (B)(4).